Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula was kinked, though no problems were seen with fluid passing freely through the fluid path. In addition, timeouts were seen in the downloaded data, though no hazard alarm occurred. It could not be determined when the exposed cannula damage occurred, and it could not be conclusively determined if this damage affected the device's ability to deliver insulin when the pod was worn. Additionally, small cracks were found on the side of the top housing. It could not be determined when these cracks occurred.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's bg (blood glucose) reached 370 mg/dl while wearing the pod between 36 and 48 hours. The patient's cannula was found bent when removed from the infusion site (arm). For treatment, father stated that he tried to give his son a correction bolus, but was unable to and needed to change the pod. The patient's blood glucose history is as follows: (B)(6).